Event description:
This lead was implanted on (B)(6) 2006 and abandoned on (B)(6) 2014 due to an unknown product issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).